Event description:
Patient has dm and uses insulin and dexcom g7 apparently dexcom was running 400 and he gave insulin sliding scale coverage as recommended. However, immediately after giving insulin they checked with glucometer and it was only 200 subsequently had severe hypoglycemia episode - altered mental status- wife gave glucagon- symptoms improved dexcom g7 was giving very false high bg reading causing excessive insulin dose which caused severe hypoglycemia.